Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. The event can be detected and prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the event as reported in b5. During the evaluation the following were also found: production label peel, plastic distal end cover issues, angulation issues, the light guide lens has pinholes and cracks, the autoclavable rubber was dry and removed. The light guide tube had scratches on the protector boot. The customer reported the device was cleaned, disinfected and sterilized prior to sending to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a compromised image. The issue was found during preparation for a diagnostic colonoscopy, which was completed successfully with the same device. The device was returned for further evaluation. During the evaluation the following were found: the adhesive was removed and solid black material clogging nozzle and auxiliary water flow was unclogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.